Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage from distal stent to the midsection, with stent struts lifted, pulled both proximally and distally, and bunching. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft, including hypotube lasercut region. This type of damage is consistent with excessive force being applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03april2019 it was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severly calcified right coronary artery, the lesion was predilated. A 2.75mm x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.